Event description:
A skytron authorized representative received a report from a user facility alleging that a skytron ultraslide 3600b table broke while transferring a patient off the table after a procedure. Based on the information that is available, two welds and four bolts failed on the lateral tilt assembly resulting in the leg section dropping to the floor. The user facility reported that the patient sustained a minor shoulder injury while staff were holding them in place and lifting them from the floor to the bed.